Event description:
Medical staff at the hospital reported that due to a "malfunction" a (lap-band system) device had been removed. This was not confirmed by the explanting physician at this time. F/u in progress.

Manufacturer narrative:
Catalog #: lap-band adjustable gastric banding system. (Unk size). Taper unk. The product associated with this report has been returned however, the device analysis is pending at this time. The reporter of the complaint was asked to indicate the product serial number and the implant date. The info has not yet been received by allergan. Visual examination may determine the connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."